Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was a reported that a patient presented for post implant check-up. It was noted that the left ventricular (lv) lead exhibited loss of capture. A chest x-ray was taken and showed that the lead had been dislodged. When the physician attempted to reposition the lv lead, the guidewire was unable to advance. The physician stated that the lead lumen did not feel smooth and the wire had a hard time going through the lead body. Therefore, they elected to replace the lead. Patient condition was stable.